Manufacturer narrative:
The field service engineer (fse) inspected the analyzer, replaced solenoid valves and a nozzle tubing, cleaned the solenoid valves, and adjusted the cell rinse levels the investigation determined a hardware-related issue had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 86021301, with an expiration date of 28-feb-2026. The investigation is ongoing.

Event description:
The initial reporter received a questionable lactate dehydrogenase acc. Ifcc ver.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 267 u/l. The repeat result was 41 u/l. The initial result was questioned and not reported outside of the laboratory.